Manufacturer narrative:
This report is being submitted to update section b5 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. During the procedure it was noted that there were high out of range pacing impedance measurements. The physician repositioned the lead multiple times, but the impedance measurements continued out of range. After several repositioning attempts, the helix became bent, resulting in extension difficulties. As a result, the procedure was successfully completed with another rv lead. No adverse patient effects were reported. This rv lead is not expected to be returned to boston scientific, as it was retained by the explanting hospital.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. During the procedure it was noted that there were high out of range pacing impedance measurements. The physician repositioned the lead multiple times, but the impedance measurements continued out of range. After several repositioning attempts, the helix became bent, resulting in extension difficulties. As a result, the procedure was successfully completed with another rv lead. No adverse patient effects were reported. This rv lead is not expected to be returned to boston scientific, as it was retained by the explanting hospital.

Manufacturer narrative:
The device was not returned for analysis as it was retained by the explanting hospital; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.this report is being submitted to update section b5 and h6 codes.at this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant as left bundle branch (lbb) position. During the procedure it was noted that there were high out of range pacing impedance measurements. The physician repositioned the lead multiple times, but the impedance measurements continued out of range. After several repositioning attempts, the helix became bent, resulting in extension difficulties. As a result, the procedure was successfully completed with another rv lead. No adverse patient effects were reported. This rv lead is not expected to be returned to boston scientific, as it was retained by the explanting hospital.